Event description:
The account sent the bed to the repair shop asking that the bed exit function be checked. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The technician found that the account staff zeroed the bed exit with a pt in the bed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 through 2013. It is unk if the facility performed any other preventive maintenance on this bed. The technician zeroed the bed exit without a pt in the bed to resolve the issue. Based on this info, no further action is required.